Manufacturer narrative:
Additional information (05-jan-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were observed with the other patient samples, indicating that the cyclosporine a (csa) assay and the dimension rxl max system with hm were performing acceptably. Hsc noted that the customer did not follow product instructions during the pre-analytical phase. The customer processed the affected samples in a small sample cup (ssc), but in a 3 ml primary tube during the initial testing, which is incorrect. The issue was resolved by reprocessing the same samples using the required 5 ml primary tube with 200 ml of sample in the ssc. Hsc concluded that the cause of the event is consistent with using the incorrect sample tubes. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00248 was filed on 20-nov-2023.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding four (4) falsely depressed cyclosporine a (csa) patient sample results obtained on a dimension rxl max system with hm. Siemens is investigating the event.

Event description:
Four (4) discordant falsely depressed cyclosporine a (csa) patient sample results were obtained on a dimension rxl max system with hm. The falsely depressed results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on the same dimension rxl max system with hm. Higher results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cyclosporine a (csa) results.